Manufacturer narrative:
It was originally reported that the patient was hospitalized due to the reported withdrawal symptoms. Additional information was later received and it was determined that the patient was never hospitalized due to the reported issue. (B)(4)

Event description:
A health care professional reported that the patient was not admitted to the hospital. The patient had only visited the emergency room and was later released. No additional issues were reported.

Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient was vomiting and experiencing "typical withdrawal symptoms". On the patient's way to the hospital, patient attempted to deliver a bolus due to the symptoms she was experiencing using the patient therapy controller but received an error code. Patient was advised to call their pain management facility to troubleshoot the issue. Patient was subsequently admitted to the hospital. A company representative was sent to the hospital to inquire the pump. During initial inquiry of the pump with a programmer, the programmer displayed error codes. Troubleshooting was performed and successfully cleared the error codes displayed on the programmer and ptc. After troubleshooting, patient successfully delivered a bolus without issue.